Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Insulin pump also received with cracked case(battery tube) and cracked battery tube threads. Unable to confirm missing segments/partial display due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level unknown.  The customer was performed troubleshoot. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.